Event description:
Customer reported "the wire was seen at the end, but very springy and not sliding out" and resistance was felt when removing the wire. The wire was removed using ultrasound and a new catheter was placed. There was no patient harm from the event. The patient's current condition was reported as "under-going a terminal wean".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit. Signs of use were observed on the returned components. Visual analysis revealed that the guide wire was unraveled and separated towards the distal end. The guide wire also contained multiple kinks along the length of the body. The entire guide wire was not returned for analysis. Visual and microscopic examination of the needle revealed no obvious defects or anomalies. The kink/bend in the guide wire began at 3 1/2" from the proximal end the overall length of the guide wire measured 4 1/16" , which is not within the specification limits of 4 6/32" - 3 12/32" per the swg w/handle graphic. This indicates that at least 4/32" of the guide wire was not returned for analysis. The outer diameter of the guide wire measured 0.0434mm, which is within the specification limits of 0.0432mm - 0.0457mm per the guide wire product drawing. The outer diameter of the needle cannula measured 0.03220" which is within the specification limits of 0.0320 - 0.0325" per the needle cannula product drawing. The inner diameter of the needle cannula measured 0.0230" which is within the specification limits of 0.0226" - 0.0240" per the needle cannula graphic. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 3). When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." The intact portion of the guide wire was advanced through the needle as a part of the swg/handle assembly, and the undamaged portions of the guide wire were able to pass with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a separated guide wire was confirmed through investigation of the returned sample. Visual analysis revealed that the guide wire was unraveled and separated towards the distal end. The guide wire and cannula passed all functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
Customer reported "the wire was seen at the end , but very springy and not sliding out" and resistance was felt when removing the wire. The wire was removed using ultrasound and a new catheter was placed. There was no patient harm from the event. The patient's current condition was reported as "under-going a terminal wean".